Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, it was noted that the defibrillator was not bi-ventricular pacing and that the left ventricular lead had high thresholds. The device was reprogrammed and both the device and the lead remain in use. No patient complications have been reported as a result of this event.